Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, there was noise in this ra lead noted during a routine office check. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.